Event description:
Mattress has failed to provide pressure relief for ICU patients. Mattresses purchased in 2005. A total patients have developed pressure sores in ICU since 2005. The gel material inside mattress cover has lost ability to recover and does not provide pressure relief. Dates of use: 2005 - present. Event abated after use stopped or dose reduced? Yes.